Event description:
It was reported that stent dislodgment occurred. The 80% in stent stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. An attempt was made to use a different brand stent but it also failed to cross the lesion. When the second stent was removed, it was noted that the first stent, the synergy xd, had came off the balloon and was stuck in the left main artery. It took three hours but the stent was finally snared out of the left main. The patient was stable the entire time. The procedure was not completed and the patient was sent to the intensive care unit for monitoring. The patient fully recovered.